Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the monopolar curved scissors instrument was removed by emergency stop. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was removed by an emergency stop due to loss of power. The port incision was not increased to remove the instrument and cannula together. The instrument and cannula were not removed together. Additional ports were not placed. There were no pieces from the distal end that detached/broke off. The issue did not involve any other physical damage at the distal end. There are no photos or videos available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was found to have a broken main tube approximately 20cm from the distal tip. Material was found missing. For clarification, the customer was the one who broken the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.